Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. It was reported that on (B)(6) 2024, the estimated glucose value (egv) was 85 mgdl and the patient was having cognitive changes. The patient was reportedly hypotensive. There was no blood glucose (bg) checked and no diabetes management treatment provided. On (B)(6) 2024, the child transported the patient to the emergency department (ed) where the bg was 40 mgdl and the egv was still 85 mgdl. The patient was admitted overnight for observation and treated with a bag of dextrose with sugar and 2 bags of fluid with sodium chloride. At the time of the call, the patient was still in the hospital and was feeling better. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.